Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and could not duplicate the reported issue.all worked was accomplished per 3100 a service manual rev.h.the fsr performed patient circuit calibration and performance check and the unit passes. The unit is operational and meets OEM (original equipment manufacturer) specifications. The patient circuit was made to run for about 3 hours without issues. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a hfov ventilator stopped pressurizing and shut down while connected to a patient. At this time, the customer has not provided any information regarding patient harm associated with the reported event.